Event description:
Paramedics responded to a person in cardiac arrest with CPR in progress by ff/emts. The patient had been connected to the fire department AED and 2 shocks delivered. The paramedics used the hard paddles from their device for a quick look at the patient's ECG. The paddles showed that the patient was in vfib and a shock was delivered through the paddles. CPR was continued. After approximately 3 minutes vfib resumed. The charge button on the paddles was pressed but, according to the reporter, this time the device would not transfer energy to the patient when the paddle discharge buttons were pressed. The reporter stated this was attempted again with no success. Medics replaced the hard paddles with the therapy cable connected to the AED defib electrodes but, according to the reporter, the device would not charge when the front panel charge button was pressed. The AED was re-connected to the patient and AED protocol was followed while the patient was transported to the hospital. The patient's rhythm went to asystole and there was no shock advised by the AED. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and observed intermittent operation of the hard paddles control buttons. The hard paddles were replaced and proper paddle operation was observed. Physio could not confirm the problem observed with the front panel charge switch and could not replicate it. Proper device operation was observed through functional and performance testing.